Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The customer has indicated that the device is in process of being returned for evaluation. Once the product is returned and evaluation completed, a supplemental medwatch will be filed accordingly.

Event description:
After the product is connected to the machine, it leaks during the inspection process, the machine alarms, and the connection is normal after the on-site inspection. The event occurred be fore the operation, the customer replaced the old tourniquet cuff and find out when checking the product. The incident did not occur during surgery, nor did it have patient impact. No harm and no delay were reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow up report is being submitted to report additional information (B)(4). The device history record (DHR) for the 30 in. (76cm) single port single bladder ats cylindrical cuff, part number 60760000500 and lot number z000009091, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2018, it was reported from (B)(6) that a 30 in. (76cm) single port single bladder ats cylindrical cuff was leaking and the machine was alarming. On (B)(6) 2018, a returned product investigation was performed on the 30 in. (76cm) single port single bladder ats cylindrical cuff. The physical evaluation revealed that the returned cuff had a leak along the rf weld. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the 30 in. (76cm) single port single bladder ats cylindrical cuff was leaking, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.